Event description:
It was reported that the loop recorder reached end of service after 11 months of service life. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the reported erroneous battery voltage and current drain was confirmed. The cause was identified as a solder bridge on the integrated circuit.